Event description:
Thrombus of left subclavian vein and left brachiocephalic vein. Start date of first course: (B)(6) 2010. Start date of course associated with expedited report: (B)(6) 2010. Start date of primary ae: (B)(6) 2010.